Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Rec'd open plastic pouch of catheter packages. Paper box and product tray were not returned. An unknown black particulate was found on the inside of tyvek lid of plastic pouch. The particulate was about .03"x.045" in size. It was difficult to further evaluate the particulate since an adhesive tape glued the particulate over tyvek lid.

Event description:
Reportedly, an unknown material was observed inside of the package, between the tray and the pouch. Only the opened pouch will be returned for the evaluation. No patient complications were reported.